Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio2: 2.7, 2.9; lab: 9.3. Date: (B)(6) 2013; 2.8. On (B)(6) 2013, time between inratio tests was about 5 minutes and 1 hour between inratio and lab testing. Therapeutic range: 2.0-3.0. Patient admitted to ER on (B)(6) 2013 at 11:15pm due to elevated lab reading (9.3). Vitamin k dose given (B)(6) 2013 around midnight. Released from ER (B)(6) 2013, early morning.